Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced an issue when powering up. The user had changed the power cord, which may have resolved the issue. In addition, an interrogation could not complete due to the touch screen working intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis could not reproduce the customer experience. Programmer powers up using a known good power cable and the stylus functions as expected. Reloaded software and got an error. Opened the device and found the connection to the controller board was not fully seated. Reseated the connection. The device passed all functional, safety and systems tests reloaded and updated all software. If information is provided in the future, a supplemental report will be issued.